Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the mildly calcified common femoral artery after an unspecified procedure. Reportedly, a suture broke. It was not specified at which point during the procedure, the break occurred. A starclose se device was used to achieve hemostasis. There was no reported adverse pt sequela. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. Without the device analysis, a mfg root cause could not be identified. There is insufficient info in the complaint description to determine a probable root cause for this event. Review of the device history record for this lot did not produce any findings relevant to this report.